Event description:
A doctor alleges premature failure of advance cement used to affix a 10-unit bridge approx 15 years earlier. The doctor has sectioned two splinted terminal abutments from the remainder of the bridge and will attempt to salvage the anterior section. The doctor also alleges recurrent caries of sufficient magnitude that the abutment tooth/teeth will require extraction and prosthetic replacement. Further info is not available as of this report.

Manufacturer narrative:
Cement-related failures in relation to crown and bridgework usually occur within the first six to twelve months since if the cement does not set correctly it would wash out, causing the bridge to become loose. While there is not enough info present to reasonably suggest that the advance malfunctioned since it was in successful clinical service for 15 years, there is enough info present to reasonably suggest that a serious injury occurred. Therefore, this event meets the criteria for reportability per 21 cfr part 803.